Event description:
Black residue appeared on the field when blade is in use. It was confirmed that the surgeon was able to remove all the grease like substance with an additional blade from another lot.

Manufacturer narrative:
Device has not yet been returned for evaluation. (B) (4).